Manufacturer narrative:
(B)(4). Alleged failure: the blue tip of the cutter got deteriorated during use the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the blue tip of the cutter got deteriorated during use. No adverse consequences.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the blue tip of the cutter got deteriorated during use. No adverse consequences.